Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the "adaptor of the tube comes out when patient is on ventilation." Alleged issue reported as found during use. It was reported there was no injury or consequence to the patient.